Manufacturer narrative:
Exemption number e2015058. The history log shows the pad-pak was first installed on the 21st september 2010 and performed to specification up to the 1st may 2016. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of ten minutes duration were observed in the device memory between the 6th-19th may 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.